Event description:
Reported as: nosecone detached from the catheter and remains in the pt's right anterior tibial artery. Per the physician, the pt was presented pre-procedure with and occluded anterior tibial artery and left post-procedure with an occluded anterior tibial artery. If a by-pass procedure becomes necessary, the tip will be removed at that time.

Manufacturer narrative:
Reference IFU for appropriate warning regarding wire prolapse. Warning: if the catheter is advanced to the floppy end of the guidewire take special caution to avoid guidewire prolapse ("looping"). If this occurs, catheter and guidewire should be removed together to prevent potential damage to vessel walls. If resistance is still felt, the sheath should also be removed as part of the unit.